Event description:
It was reported that a tandem mobi cartridge alarm occurred. The caller did not know if there was an impact on the blood glucose level, but no adverse effects were noted after resuming therapy. The customer loaded a new cartridge and was able to resume insulin therapy, requiring no further action.